Manufacturer narrative:
Final analysis found normal lead characteristics.

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high impedance and high capture thresholds. The lead was no longer used and replaced. No patient symptoms were reported.